Manufacturer narrative:
(B)(4)

Event description:
It was reported that non-sustained rv oversensing episodes were observed due to myopotential signals via remote transmission. Programming changes will be made at the next follow-up. Patient condition was good before and after the event.